Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was found that the front panel display would disappear and the device cannot be started due to faulty circuit board (cr board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, error alarm sounded and there was no display from the front panel of the high flow insufflation unit. The issue was found during reprocessing. Procedures was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the front panel display disappearance, error alarm, and the device not starting occurred because of a faulty circuit board. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.